Event description:
It was reported the patient was unable to adjust stimulation. A ¿call your doctor¿ icon and a power on reset (por) were noticed last night on the recharger (insr). Stimulation reportedly turned off. The insr was currently charging the implantable neurostimulator (ins). The por was successfully cleared and the patient was able to turn stimulation back on.

Manufacturer narrative:
Concomitant medical products: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).